Event description:
An insurance company is making a subrogation claim and alleging that a heating pad was the cause of a fire that damaged its insured's property. There was not a report of personal injury with this incident.

Event description:
An insurance company is making a subrogation claim and alleging that a heating pad was the cause of a fire that damaged its insured's property. There was not a report of personal injury with this incident.

Manufacturer narrative:
Device manufacture date is not known due to only one prong found showing the model number only from the product's plug at the fire scene.

Event description:
An insurance company is making a subrogation claim and alleging that a heating pad was the cause of a fire that damaged its insured's property. There was not a report of personal injury with this incident.